Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that melted plastic damaged the barrel and there were scale marking issues with a bd syringe 5ml ll bns. The following information was provided by the initial reporter: (2 of 7 complaints) we have seen a new issue, with globules of melted plastic attached onto the outside of some of the syringes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that melted plastic damaged the barrel and there were scale marking issues with a bd syringe 5ml ll bns. The following information was provided by the initial reporter: (2 of 7 complaints) we have seen a new issue, with globules of melted plastic attached onto the outside of some of the syringes.